Manufacturer narrative:
It was reported that during the cleaning of room 8, a piece of equipment was unplugged from an electrical outlet in the column when a spark was seen and a fire ensued. Getinge USA representatives examined the column noting that the fire appears to be caused by the combination of a loose oxygen hose (creating oxygen rich environment) and the spark generated when a technician unplugged equipment that still had current running to it.

Event description:
Unit reported to have a fire with the enclosure. Heat associated with the fire caused damage to an outlet, electrical cord and gas supply tubing.